Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The customer reported that, "during the reaming of the tibial shaft with the engine, by taking out reamer number 11 ,the distal part of it came off of the stem and remained in the tibial shaft of the patient. Fortunately, the guide rod the buttons we used allowed us to extract it without worry."

Manufacturer narrative:
Correction: sections d4 lot number and h6 device code. The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following: the im reamer was received in a dilapidated state with the cutting bit at the distal end completely detached from the spiral. Spiral and the cutting edges, overall, looked in alright state. However, the point of detachment shows signs of excessive rotation and slight burn mark due to generated heat during use. The manner of detachment and deformation indicates towards forced usage of the reamer. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation the root cause of the failure was determined to be user related. It¿s a case of a forced breakage of the reamer under excessive rotational force using a power tool as evident by the returned device. Through the additional information received, it was discovered that the power tool used does not belong to stryker and hence this usage is deemed as an off-label use. The instruction for use clearly suggests the user that: ¿do not use components of stryker product systems together with components from any other manufacturer unless specified otherwise in the operative technique.¿ if any additional information is provided, the investigation will be reassessed.

Event description:
The customer reported that : "during the reaming of the tibial shaft with the engine, by taking out reamer number 11 ,the distal part of it came off of the stem and remained in the tibial shaft of the patient. Fortunately, the guide rod the buttons we used allowed us to extract it without worry."